Event description:
It was reported a hospital had a very old dermatome, (B)(6) years old. The device recently is not working very well. The pin is not moving well and they would like the device repaired. "The pin is not moving. It stops and you have to move it again with your finger." It was reported the customer was impacted by this issue because they could not use the device. The intended procedure was a skin graft to be done on (B)(6) 2015. Another device was used to complete the procedure. It was reported no patient injury is alleged.

Manufacturer narrative:
Integra has completed their internal investigation on 24feb2016. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the device in question is at least 15 years old, no service history is on file. A two year look back for this reported failure and or related to "pin is not moving " for this product ID shows that (B)(4) complaints were received including this case, see below. No new design or manufacturing trends have been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.